Manufacturer narrative:
Through follow-up communication, livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was learned that the hospital does not use re-usable blankets, the h2o2 level is checked daily as per device instruction for use and the device is stored drained when unused. Moreover, a disposable pall-aquasafe water filter with an 0.2 m membrane or equivalent performance filter is used for tap water. Prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected as per device instruction for use and the 3t aerosol collection set is replaced after the allowed use period. Taking into account available information, it cannot be excluded that the source of contamination is related to location where device is used and remains unknown.

Event description:
See intial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There was no patient injury.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in milano, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.